Manufacturer narrative:
Conclusion: device investigation revealed damage to the conductive link, likely caused by minute device mobility. Surgical placement may be a contributing factor, but from available information this can neither be confirmed nor ruled out. The problems described in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
It was reported that the patient is unable to hear with the device. No trauma reported.

Manufacturer narrative:
UDI not available. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is unable to hear with the device. No trauma reported. Reimplantation is considered.